Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy for svts. The patient has a history of atrial fibrillation with rapid ventricular response and is scheduled for a pulmonary vein isolation. No further information is available.